Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of information, no conclusion can be drawn at this time. Operative notes requested but have not been provided by the hospital.

Event description:
Physician's second case. Patient presented with straight forward anatomy; no remarkable tortuosity or calcification. Difficulty encountered while attempting to snare wire for dual lumen placement. During main body deployment, the physician bent the pusher rod while advancing the delivery system, which caused difficulties in deploying the stent graft. There was also difficulty landing the suprarenal cuff. Due to difficulties during the procedure, there was excessive blood loss during the case. The patient was reported verbally to have died the next day of cardiac arrest.